Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery as the patient experienced recurring incontinence. The device never stopped leaking, and the cuff was too larger. The cuff was replaced to a smaller size. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.